Manufacturer narrative:
Mentor received additional event information that the patient is scheduled to undergo explantation on (B)(4) 2021. Block d6b ¿ explantation date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent an unspecified breast surgery with 275cc smooth mentor memorygel breast implant on the right, and an unknown mentor gel breast implant on the left, has experienced bilateral rupture of implants postoperatively. As a result, the patient has planned to undergo explantation in (B)(6) or (B)(6) of 2021. This medwatch report is for the right-sided implant.

Manufacturer narrative:
Device evaluation completed on december 16 , 2021: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sm mpp gel 275cc breast implant was found to have ruptured in two pieces. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of 0.1 cm of the tear in the implant's posterior view. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on december 8, 2021 indicated that the patient underwent bilateral removal with partial capsulectomy. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 29, 2021 additional information received indicated that the bilateral intracapsular rupture confirmed via MRI examination. The patient scheduled for explantation on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware of omitted data for section d: suspect medical device in the initial report. Manufacturer¿s reference number: (B)(4), block d7a. Is this a single-use device that was reprocessed and reused on a patient? No. Block d7b. Was this device serviced by 3rd party? No. Block d9. Device available for evaluation? No.